Manufacturer narrative:
Title: identification of anatomical risk factors for type ii endoleak to guide selective inferior mesenteric artery embolization authors: makoto samura, noriyasu morikage, takahiro mizoguchi, yuriko takeuchi, koshiro ueda, takasuke harada, osamu yamashita, kotaro suehiro, and kimikazu hamano, ube, japan. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent grafts were implanted in patients for the endovascular repair of abdominal aortic aneurysms on an unknown date. The following adverse events were observed: malfunction - type ib endoleak, type iii endoleak